Manufacturer narrative:
The model#/catalog# identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests a leak from the maxzero during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.